Manufacturer narrative:
Correction : the "explanted date" is unknown, not (B)(6) 2018 as previously reported.

Manufacturer narrative:
This report is submitted on august 10, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device on (B)(6) 2018 for unspecified reasons. It is unknown if the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report.